Event description:
The device was removed due to "pain". As reported to co, the entire device was removed and not replaced at this time.

Manufacturer narrative:
Additional information was received with regard to the patient's date-to-birth, reason for removal, device information and disposition of the explanted prosthesis (see sections a 2; b 5; d 1; d 9; g 7, h 2, h 3, h 4). According to the available information, this penile prosthesis was implanted on 6/13/96 and explanted to 10/16/96. A sales rep reported that the reason for removal was "pain" and "no functional abnormalities (were) noted." However, a device disposition form returned from the hospital stated that the reason for removal was "non-functional." Additional information was requested, but not received. The entire device was received and evaluated by the MFR. No functional abnormalities were observed during testing. In addition, no abnormalities were noted during microscopic examination of the device. Based on the received information and quality assurance's evaluation, qa concludes that no functional abnormalities were observed with this device. Since qa's examination can neither confirm nor disprove the report of "pain", qa accepts this as a reason for surgical intervention.